Event description:
It was reported that the catheter disconnected at the distal segment. Diagnostics included a CT scan was done. Per the reporter the healthcare provider indicated that the CT scan showed the catheter was disconnected by the ¿pin¿ in the back. A revision was being scheduled for (B)(6) 2015. At the time of the report the patient status at the time of the report was alive, with injury, the patient was feeling an increase in pain. The patient also experienced underdose symptoms, feeling pain and was anxious. Additional information received reported that the revision was done on (B)(6). The pump was used to deliver morphine and bupivacaine. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8703w, serial # (B)(4), implanted: (B)(6) 1998, product type catheter. (B)(4).